Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation (af) using an intellanav stablepoint open-irrigated catheter there was insufficient irrigation. When they flushed the catheter tip during preparation saline did not flow out, it only dripped out. They replaced the catheter and were able to complete the procedure with no patient complications. The catheter is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.